Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed, 70x2.25mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the severely tortuous and severely calcified right coronary artery (rca). Following the insertion of a 6fr il3.5 and a 6f al-15 non-bsc guide catheters and the advancement of a non-bsc guidewire, predilation was performed with a 1.5x12mm, 2.5x20mm, 2.5x15mm non-bsc balloon catheters and a 20x20mm maverick 2 balloon catheter. A 2.50x38mm promus element ¿ long drug-eluting stent was selected for use to treat the target lesion. However, following the standard procedure in advancing the stent delivery system, significant resistance was met. The device was removed and the distal segment of the stent was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.